Manufacturer narrative:
During a shutdown, a field service engineer (fse) was performing maintenance on the architect c4000 (B)(6) and was splashed into the eye while wearing eye protection, while cleaning the low concentration manifold. The fse immediately flushed the eye with water/saline using the labs eye shower and consulted an emergency physician. No additional medical intervention was needed, and no further harm were reported from the fse. The manifold, lcw, c4 (rohs)_part number 7-205636-02 was determined the likely cause for the splashing issue and documented under the architect (B)(6). A review of the architect (B)(6) service history revealed no additional issues of splashing from parts reported on the (B)(6). Trending was reviewed and determined no trends were identified for the product for the issue. The device history record determined no non-conformances or deviations were identified. Labeling was reviewed and addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect c4000 processing module (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) was performing maintenance of the architect c4000 analyzer. The device was powered down at time of performing maintenance. During the cleaning of the ¿low concentration manifold¿, the fse suspected liquid had splashed into the eye. The fse immediately went to the eye shower to flush the eye with water/saline and consulted an emergency doctor. The emergency doctor did the necessary checks and collect blood for blood tests. The results from the serology tests for the fse were: anti- hbcigg (no value), anti-hbs: 1.82, hbsag: 0.26 (negative), anti-hiv 0.15 (negative), anti-hcv: 0.06 (negative). No medical intervention and no further harm were reported. The fse is fine. No impact to patient/user management was reported.